Manufacturer narrative:
The concomitant device, sovereign compact console was evaluated and the following is the result of that evaluation: the field service specialist (fss) visited customer site to inspect the unit. Fss found the whitestar phaco handpiece to be faulty and replaced the handpiece with another one with serial no. (B)(4). Fss performed the field service checklist on the unit, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the handpiece gave error 203 (phaco handpiece error) and that it had exposed wire due to the small cut in the cable of the handpiece. It was reported that the error occurred before starting the surgery, when customer was checking in test chamber. The customer used another handpiece to complete the surgery and that there was a delay of approximately five (5) minutes to switch the handpiece. There was no patient injury reported.